Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported when using the unspecified intima -ii closed IV catheter system there was leakage. The following information was provided by the initial reporter. The customer stated: "after successful puncture, the needle was prepared to be pulled out, and the liquid medicine was found to be leaking from the needle handle, so the needle was removed immediately and the indwelling needle was replaced."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified intima -ii closed IV catheter system there was leakage. The following information was provided by the initial reporter. The customer stated: "after successful puncture, the needle was prepared to be pulled out, and the liquid medicine was found to be leaking from the needle handle, so the needle was removed immediately and the indwelling needle was replaced."